Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to previous reported issue.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the internal device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.